Event description:
The customer reported service that one of the prongs on her transformer of her pump in style breast pump was loose. Upon receipt and qe evaluation on october 6, 2014, a breach was discovered exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on october 6, 2014, a breach in the transforming housing was found. The cause of the breach in the rev n transformer has not been determined at this time. It is currently investigated under (B)(4). Evaluation: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in the voltage across the dc was measured at 13.12 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.7 ohms, which is normal and indicates that the thermal fuse did not blow.